Event description:
Customer reported via phone, the insulin pump had alarmed radio frequency pic failed self-test. Customer's blood glucose was 86 mg/dl. The alarm didn't occur during the rewind or prime sequence. Temporary basal was not programmed prior to the alarm occurring. Customer was advised the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 due to faulty electrical component on the radio frequency board. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.